Event description:
Covidien's (B)(4) svc center received a report from a customer of a n-550 unit with a speaker too silent, where customer reported unit did not alarm at p.o.s.t. (Power-on self test). Customer states a pt involved but the medical staff changed out the n-550 for another unit.

Manufacturer narrative:
Eval of the unit by covidien svc center could not reproduce the reported problem, the device alarmed and the volume was present. The tone of the speaker was found to rattle, therefore, the speaker was replaced. A battery was also replaced that was older than the 2 yr recommendation for replacement with it's capacitance measured at 0.33 ah.